Manufacturer narrative:
Analysis of the pump revealed no anomalies. The device met specification. Conclusion codes (B)(4) no longer apply to this event.

Event description:
The patient's current status was requested. It was further reported that the infection was still being treated and the patient was taking oral baclofen. The plan was to implant a new pump on the other side of the abdomen after six months being infection-free. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no alleged product issues. However, the device was removed due to an infection around the pump. A culture was taken but the type of infection was unknown. The location of the issue was reported as the device pocket and the patient required antibiotic treatment. The device would be replaced after three to six months of an infection free period. No diagnostic testing or troubleshooting was required. The issue was reportedly unresolved and cause was not determined. The date of explant was reported as approximate. At the time of the report the patient's status was reported as alive-no injury. This device system delivered baclofen. The pump was being returned. Additional information was requested to verify the patient's current status; resolution to the infection. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.